Event description:
Caller reported damage to pump housing around the usb port, affecting their ability to charge the pump, although it had not shut down. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and advised the customer to use manual injections as a backup. The team confirmed shipping details and gave instructions on managing the pump before return, which the caller acknowledged and understood.